Event description:
Information received by medtronic indicated that the patient had a phrenic nerve injury during a cryoablation procedure. The left pulmonary veins were successfully isolated with the cryoablation catheter. At 97 seconds into the first ablation of the rspv, at a temperature of -43c, phrenic nerve capture was lost. After 15 min, the phrenic nerve palsy had not recovered and the physician switched to rf to finish isolating the remaining pulmonary veins. The phrenic nerve palsy had not recovered at the end of the procedure.

Manufacturer narrative:
Bin files were analyzed and do not show system notices or issues for the date of event. Bin files show that at least 8 injections were performed with the catheter. The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.